Manufacturer narrative:
Additional information was requested, and the following was obtained: where was too much 'fluid' noted? On sutures.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch pdh801 number and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture was too much thin and contained too much fluid. No consequences for patient reported. Products weren`t use during procedure.